Manufacturer narrative:
A sample device was not returned for analysis. Product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints in the reported lot. Additional information has bee requested. (B)(4).

Event description:
A nurse reported that after an intraocular lens (iol) was implanted, the patient reported blurry vision. The lens was exchanged for a different power but similar model lens 6 weeks after initial implantation. Additional information was requested.